Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Returned product was not investigated as analysis would not be able to confirm complaint or determine a potential root cause. It should be noted that the following are listed in the vibe user guide for possible inaccurate blood glucose values: improper frequency or method of calibration, acetaminophen usage, and improper installation of transmitter against the sensor. Without additional information being provided, a root cause cannot be determined for the reported event.